Event description:
It was reported that patient presented to the clinic feeling lightheaded. The pulse generator exhibited r-wave amplitude variation. The device was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.